Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-feb-2018 from a healthcare professional via a company representative who confirmed that only the catheter was removed during the explant procedure, the pump remained in the patient. On the date of this report, the pump off passcode was given to permanently disable the pump as it had not been utilized. No further complications were reported/anticipated.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: 2014-(B)(6)explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that it was unknown when the cerebrospinal fluid leak and blood patch occurred. The patient's weight was provided. It was reported that there was a small leak in the catheter due to a "pin hole." It was reported that the pump and catheter were removed. It was also reported that the catheter never being hooked up correctly, the csf leak, and the post-traumatic stress syndrome had not been resolved. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, product type: catheter. Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had 4 surgeries related to his pump within the first 6 months after surgery. It was reported that after implant the patient had a cerebrospinal fluid (csf) leak because the patient was leaking spinal fluid bad. It was reported that the catheter was never correctly hooked up to the pump. It was reported that the patient's 2nd was a blood patch and she assumed that is what the 3rd one was. It was reported that the 4th surgery was supposed to be to remove the pump however the healthcare professional (hcp) came out and told the patient's father he took the catheter out, left the pump in and they should give the patient 6 months to heal, then the hcp left and no one had seen him since then. It was reported that the pump was still in the patient and had been there since the 4th surgery. It was reported that the patient had terrible posttraumatic stress disorder (ptsd) from the whole experience. It was reported that the caller would follow up with a healthcare professional to resolve symptoms. No further complications were reported.